Event description:
It was reported that during surgery, one hole had variable angle where the inner tabs broke off while the screw was being inserted. Screw was tightened by hand. Delay 0-30min, surgery completed by hand.

Manufacturer narrative:
The associated complaint device was not returned. Without the return of the implanted device the root cause of the reported failure is indeterminate. The two provided fluro images do not indicate a root cause to the reported complaint. It was reported that no patient harm or injury was sustained as a result of this device related incident. The plate remains implanted but the screws used during the procedure were not provided for evaluation. It was reported that the 0-30minute surgical delay due to the free hand closure, did not result in any patient harm. No additional medical assessment is warranted based on the information provided. Without the actual product involved our investigation cannot proceed. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. If the devices are received in the future, this complaint can be re-opened. We consider this complaint closed.